Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's incision site had opened. Additional information was received that the patient's wound was re-stitched. No infection was noticed. No additional relevant information has been received to date.